Manufacturer narrative:
Device passed the displacement test, rewind, self test and the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed compromised forced sensor system during compromised forced sensor system test and alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Device had intermittent button response on the down arrow button due to flattened dome switch during visual inspection, the j2 keypad connector on the was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked/scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 381 mg/dl at the time of incident. The customer stated that the insulin pump was able to complete rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.